Manufacturer narrative:
Field service engineer (fse) initially troubleshot with customer over the phone and after customer rebooted, the system functioned normally. Per customer request. Fse went on site and checked out the system and found the video board was not seated all the way. Fse reseated the board and was unable to duplicate the `no input' message to monitors. Fse checked the system for proper operation per the hydravision dr service checklist (B)(4) and returned unit to the customer for service. Fse followed up with customer a few days later and was told that the system has been functioning normally.

Event description:
Radiology tech reports the system failed during a stent procedure. When the physician stepped on fluoro, the system shut down with the generator interface message. The physician was able to complete the case without fluoro. No reported injury. No other details are known.